Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the coupling tool side was not functioning and was defective on the compact air drive device. It was further determined that the device not working. It was further determined during the pre-repair diagnostics assessment that the device failed for check the tool coupling, check tool coupling with attachment, check reverse locking mechanism, check triggers fwd/rev function, check for untrue running, check for excessive noise, check for air leak, check the rpm with speedometer min 850 rpm - max 1 050 rpm, check the rpm with test bench min .110w-max 160w and for check starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.